Manufacturer narrative:
Device evaluation summary: during evaluation of the sample a creases was observed on the an anterior and extending to the posterior view and a shell abrasion was observed within crease. Leak testing revealed a tear within the crease and shell abrasion noted in the posterior aspect measuring less than 0.1 cm. No other anomalies were observed. Shell abrasion suggesting in-vivo folding or creasing of the device. A crease/fold failure may be the result of the continuous and sustained stresses to the device the manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Calcification and breast imaging calcification of a biomaterial occurs when calcium salts are deposited in the tissue capsule surrounding the implanted device. Calcification occurs in association with a wide variety of implanted prostheses, including breast implants it should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast augmentation with saline mentor smooth round moderate profile 200cc breast implants and experienced deflation on the left side and bilateral implant site calcification. As a result, the patient underwent removal and replacement with saline mentor smooth round moderate profile 225cc, catalog number # 3501630 on (B)(6) 2019. This report is for the left side.